Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4) edwards affiliate, during the transfemoral tavr procedure, the patient suffered a coronary occlusion. Initially bav was performed with an underfilled 23 mm balloon. The valve was deployed and on aortogram no flow to the coronaries was visualized. The patient was put on general anesthesia and an open sternotomy was performed. The sinus of valsalva were compressed and obstructed the left and right coronary ostia. A lima was done (procedure to restore the flow in the left main) and three grafts were placed in the left main. The patient had very poor ventricular function and was left on pump. The patient was noted to be in stable condition at the conclusion of the case.

Manufacturer narrative:
Additional information received indicated that approximately two weeks post procedure the patient was ¿taken off pump¿ and expired. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the cause of the reported coronary occlusion and sub sequential death 2 weeks post tavr procedure was unable to be determined, as additional patient information was not forthcoming. However, per report the patient had a ¿very small sinus of valsalva¿ and the coronary ostia was ¿very low in the sinus¿. In addition, the patient had a ¿very poor ventricular function¿, which may have contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.